Event description:
Customer's mother reported a motor error alarm on the insulin pump. Customer stated that the motor error alarm usually occurs when his reservoir is low and during bolus. Customer stated that the alarm occurs every other day. Customer's current blood glucose reading is 170 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.